Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Since this product was manufactured prior to countermeasures due to a change in the op-amp circuit design of the dr board, it is assumed that the image would not display due to a failure of the op-amp. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report was confirmed. A faulty patient board set was causing no image to appear when a 180 scope was plugged in. Additionally, the unit still possesses the old version main switch and it needs replaced with the new version. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, when a 180 scope was plugged into the evis exera iii video system center the light would not come on. There was no patient harm or consequence reported as a result of this event.